Event description:
Device malfunction: none. Symptoms/ae: visual disturbance. Time of symptoms/ae: after the procedure. It was reported that one day post a right internal carotid artery stenting procedure, the pt reported double vision and had right gaze palsy. There was some improvement during the day and the pt was discharged to home with plans to return in 1-2 weeks for f/u, there was no add'l info provided.

Manufacturer narrative:
There was no device malfunction reported. Visual disturbances are known possible adverse events associated with the use of carotid stents as stated in rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.